Event description:
It was reported by patient's friend/family member that patient was experiencing excessive sedation. The patient had a new pump and catheter implant one day earlier. The patient was admitted to the emergency room. The patient's status was unknown.

Manufacturer narrative:
(B)(4)